Event description:
On (B)(6) 2025, the user reported high blood glucose (bg), with a high blood glucose (bg) of 400 mg/dl. After an "occlusion alert", the issue was resolved, and insulin delivery resumed. Blood glucose (bg) decreased to 307 mg/dl but remained at that level for approximately two hours. The agent advised that if blood glucose (bg) did not continue to decline, a supply change might be necessary. Blood glucose (bg) was corrected with insulin delivered by the ilet. The user refused further follow up. No symptoms were reported during the event, and no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.